Manufacturer narrative:
The cause for the falsely elevated advia centaur ipth results when compared to the patient's clinical picture and other pth test method is unknown. The instructions for use (IFU) in the limitation section states: interpretation of intact pth values should always take into account serum calcium results and interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and consideration of the overall clinical manifestations even when used in conjunction with calcium values.

Event description:
False high advia centaur ipth test results were obtained by the customer and considered discordant when compared to the patient's clinical picture and another pth test method. Because the advia centaur ipth results were unexpectedly high, the patient's surgery was prolonged. There was no known adverse health consequences due the discordant ipth test results.